Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance, rising threshold and loss of capture. The rv lead was reprogrammed and remains in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the rv lead exhibited high thresholds and was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the rv lead exhibited high thresholds and was explanted and replaced.